Event description:
F/u of the event reported by oscor inc. On (B)(6) 2013, no. (B)(4), which is herewith incorporated by reference. Osypka medical (B)(4), MFR of the medical device subject to the report, was confirmed about this week on (B)(6) 2013. Event description: "the oscor (pace 101h) requires the user to place dial at "f" for fixed mode instead of a label depicting an asynchronous mode, which is the industry standard technology. Furthermore, there was no standardized markings typical of asynchronous modes (a00, v00 and d00) to tell physicians the oscor external pacemaker is in asynchronous mode. There are markings for vvi that depict synchronous mode. As a result, the physicians were forced to use a dual-chamber medtronic pacer. There should be clear standardized markings depicting functional modes on external pacemakers. The new oscor is very confusing and there are no standardized markings for staff to follow. In short, this could become a more serious problems for somebody in the future who is unfamiliar with the non-standard technology used by oscor".